Event description:
It was reported that the ventilator during preventative maintenance (pm) the unit failed the electrical safety grounding fails at o2 inlet. There was no patient involvement. The customer troubleshot with technical support and reported that the grounding was passing at patient outlet, proximal port, inside unit at ground nut and the leakage test passed. The customer was to check for loctite on o2 inlet screws, remove loctite if possible and retest. Further information is pending.

Manufacturer narrative:
The customer advised that loctite was removed from screws on the o2 inlet bracket and the unit was retested with passing results, issue was resolved. No further information was received.